Manufacturer narrative:
(B)(4) - ansell healthcare products llc is submitting this report.

Event description:
Customer informed ansell healthcare products llc that while having intercourse, a lifestyles condom broke and they had to go to the hospital and obtain post exposure prophylaxis, which they had to take for an entire month. Also, advised the medication negatively affected their ability to perform at work.